Manufacturer narrative:
A partial lead was returned for analysis in two segments. Final analysis found that the insulation was abraded at 33.3cm to 33.5cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
It was reported that the patient presented for a lead extraction, the leads exhibited an unspecified issue. The system was explanted and replaced successfully. The patient tolerated the procedure well.